Event description:
It was reported that the pixel was prepped and placed over another company's guide wire, but met resistance on the guide wire when attempting to advance through the guide catheter. The system was removed and another system was used. No patient injury was reported. This report is being filed based on the results of the device analysis.